Manufacturer narrative:
After battery installation unit gave an unexpected blank/white display due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank screen. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a solid white screen. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer stated that the display was blank less than 30 seconds and then returned and the display was blank currently. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after insulin pump restart. The insulin pump turned solid white in the middle of troubleshooting and then went blank again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.